Event description:
During baxter's functionality testing of a spectrum infusion pump, it failed to auto restart after a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the failure to auto restart after a downstream occlusion which was reproduced. The device was found to have a constant false downstream occlusion alarm which will prevent it from restarting after an occlusion. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The device was calibrated to correct this condition.